Event description:
Caller reported a malfunction on the pump, specifically malfunction code malf 12, with no notable events occurring prior to the malfunctions. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.